Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, after the implantable pacing lead (ipl) was implanted testing revealed that the thresholds were too high. The ipl was removed and exchanged for a different lead. No patient complications were reported.